Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a lap hysterectomy procedure, after the doctor had positioned and clamped the device. Upon activation of the device for the first time, the washer (tissue pad) became dislodged. The tissue pad fell into the pt but was retrieved. The doctor could not proceed with the procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.